Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite and confirmed the reported problem. The fse reported the touch screen does not respond to touch and could not be calibrated. Resolution and disposition: the fse could not provide the name/description or part number of the removed parts. The fse reported the malfunctioned part was replaced to address the reported problem. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure. The customer reported there was no patient involvement.